Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm and fluid inside the reservoir compartment. The customer stated that the fluid appears to be some sort of oil, not insulin. Troubleshooting was performed. Found that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Motor error alarmed during rewind due to corrosion on motor home switch. No moisture damage found on electronic assembly.